Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 477 mg/dl. The customer reported symptoms of dry mouth. The customer treated with the insulin pump. The customer performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per her doctor's instructions. The customer's infusion sets were replaced, however nothing was returned for analysis.